Event description:
Customer allegs she was carefully using her scooter on a crosswalk when she turned the front wheel and caused the scooter to overturn resulting in injuries to her lower right leg.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available.